Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is in process. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus the evis exera iii video system center was displaying colored bars and the equipment had a fault in the serial digital interface (sdi) video output. The issue was found upon receipt of the device. No patient involvement or injury was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The cause of the fault could not be identified with the complaint information. The reproduction is unknown as the device was not returned for inspection. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.